Event description:
The customer's father called to report that his daughter passed away from a cardio pulmonary event, triggered by diabetic ketoacidosis. Prior to the customer's passing, she had been vomiting and decided to remove the insulin pump. The next morning, the customer's boyfriend could not wake her up and she was taken to the hospital where she passed away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.